Manufacturer narrative:
A third-party service agent performed routine preventative maintenance on the customer's device and observed the control buttons not functioning properly. The service agent replaced the hood assembly but that did not resolve the issue. The likely cause is the control or protective board or both. However, these parts are obsolete and no longer available. The device was returned unrepaired to the customer. The conclusively cause of the reported issue could not be determined.

Event description:
A third-party service agent was performing routine preventative maintenance on the customer¿s device and observed the control buttons were not functioning properly. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.